Event description:
It was reported that the customer was hospitalized twice due to hypoglycemia. Once on (B) (6) 2009, and another on (B) (6) 2009. The reported blood glucose reading was 29 mg/dl at the time of the first event. The reported blood glucose reading was 20 mg/dl at the time of the second event. The customer also suffered a stroke at the time of the first event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See also MFR report number 2032227-2010-80981.